Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka in (B) (6) 2009.

Manufacturer narrative:
The pt's mother reported that upon removal, the infusion set exhibited a kinked cannula and the pump did not emit an occlusion alarm. The pump was returned to animas for eval. The pump and occlusion alarms were found to be operating within required specs and insulin delivery accuracy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the black box download and pump history was not available for (B)(6) 2009 when pt was hospitalized for dka. Pump was primed and tested on a 29 hour flow test and was found to be delivering accurately. No alarms or frozen screen was duplicated during the 24 hour duration test. Daily insulin delivery totals correctly reflect the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. No descending alarms were verified or recorded in the alarm history or black box. One occlusion alarm was recorded on (B)(6) 2010 at 12:02am due to an unexplained high force during a 5 unit bolus delivery. Pump was forced into an occlusion during investigation by blocking tubing during a 5 unit bolus delivery. Pump gave audible alarm and screen message indicating an occlusion was detected before the bolus was fully delivered. Cartridge returned with infusion pump was tested with no defects found. In conclusion, no alarms or insulin delivery defects were found. In addition, no defect was found with cartridge.